Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced the sleeve falling off. The following information was provided by the initial reporter. The customer stated: the customer's report is that the luer adapter was separated after the completion of blood collection.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced the sleeve falling off. The following information was provided by the initial reporter. The customer stated: the customer's report is that the luer adapter was separated after the completion of blood collection.

Manufacturer narrative:
H6: investigation summary bd received one contaminated used samples and 3 photos for investigation. The photos and sample were reviewed and the indicated failure mode for sleeve separation was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and 10 were evaluated by functional testing( sleeve function test) and the issue of sleeve fall off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.